Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on windows updates. The customer rebooted the device multiple times to bypass the update screen, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found that the station stuck on the restarting screen. The user mentioned that the station had attempted a windows update the previous day, reaching 7% before erroring out. The fse rebooted the station with no change, then re imaged the station. Issues with remote support service required involvement from technical support specialist (tss), and the problem was ultimately resolved. The newly re imaged station was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.